Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. Post impella implant left leg without dopplerable pulse and decision made to utilize reperfusion catheter. Post reperfusion catheter placement left leg showed to have laminar flow distally. Additionally, the operating room staff reported continuous suction. Impella was said to be in correct position. Then again it was reported of multiple suction events noted over despite administering multiple blood products and albumin. It was also noted that 5500 cc clots were removed from chest cavity due to leaking jp drain. The patient remained critically ill, presenting very vasoplegic. Prognosis was grim. Ultimately the patient expired on support.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Pump was not returned for investigation. Clinical symptoms(ischemia): in order to make a root cause determination, all of the clinical details outlined in (B)(4) would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Pump suction: data logs show several suction alarms until noon on 8-august. The placement signal was fluctuating and decreasing trend observed during suction events. The motor current also showed fluctuations while running at a steady p-level. According to clinical reports, the patient was on ECMO support with the pump in use, and multiple blood products were administered on 9-august to address the suction. By 10-august, the patient was tolerating p2 levels without suction after the blood products were given. The cause of the pump suction issue was most likely patient condition based on data log review and provided clinical details. The pump sn (B)(6) passed all post sterile inspection checks.